Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a there was an issue with coseal premix. The product did not mix well. The solution was watery and specks were visually observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.